Manufacturer narrative:
(B)(6). Medical product: regenerex primary patella series a-3 peg, cat#: 141357 lot#: 868120. Biomet finned femoral stem, cat#: 141314 lot#: 950420. Vanguard cr femoral, cat#: 183053 lot#: 319450. Biomet regenerex primary tibial tray, cat#: 141277, lot#: 629520. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05097.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision approximately two and a half years post-implantation due to pain and instability. The patella and polyethylene tibial bearing were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was confirmed by reviewing provided medical records. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of radiology report indicates that mildly increased activity on the right knee implant. On early phases, there is increased activity at the right lateral femoral condyle that decreases on delayed views. No signs of implant loosening found. Review of the revision operative notes indicates that the surgeon noted no complications and also the surgeon indicated that there was no looseness noted. The components were implanted with the correct fit and orientation as per the surgical technique and were confirmed by the postoperative radiology report. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.